Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 250 mg/dl while wearing the pod for more than 48 hours. The patient noticed that the needle never deployed. When removed from the infusion site (hip/buttocks), the pod's cannula had a small crack in it. As treatment for hyperglycemia, a new pod was applied and a manual injection of insulin was delivered.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and the pink slide visible. The pod ran for 1594 pulses without any timeouts, drive stalls, or pulse width increases and the pod was deactivated by the user. Upon investigation of the device, no issues were found that would result in a needle mechanism failure. No damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin.